Manufacturer narrative:
The customer indicated that the devices were discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified concentration of lasix, at an unspecified rate, via a plum pump. The option-lok male adapter of the tubing set was connected to the needleless access site. After an unspecified length of time in use, it was reported that the pt's bed was wet. At this time, it was noted that the tubing set had disconnected from the needleless valve connector. The tubing set was replaced and the therapy was resumed. The customer contact reported the "pt did not receive at least 2 hours of IV lasix"; however, there was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention was reported. Though requested, no additional information was provided.